Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that increased hv lead impedance was observed during lv lead revision. The lead was successfully explanted and replaced with good measurements. Patient condition was stable.